Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly leaking while it was being serviced at the user facility. There was no patient involvement; no patient impact.